Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump had emitted random call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the pump alarmed with a call service alarm upon start up that could not be cleared. Moisture corrosion was found to the printed circuit board and on the internal rom component. Unrelated to the moisture ingress, the display screen was dim and faded.